Event description:
It was reported that shaft break occurred. The 26x3.0mm, eccentric, de novo 90% stenosed target lesion contained a <= 45 degree bend and was located in a moderately tortuous and mildly calcified mid left circumflex (lcx). Predilation was performed with an unspecified balloon catheter. After the pci procedure was finished, a 12mm x 3.5mm quantum maverick balloon catheter was selected for post dilatation. During advancing, the doctor twisted a bit with the delivery system shaft, and was fractured about 20-25cm from the tip of the balloon outside the patient . The physician withdrew the fractured shaft and balloon. The procedure was completed with another of same device. There was no complications reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter returned in two pieces. The catheter was inspected tactilely and under magnification. The hypotube was kinked 17cm from the strain relief and broken 79.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 26x3.0mm, eccentric, de novo 90% stenosed target lesion contained a <= 45 degree bend and was located in a moderately tortuous and mildly calcified mid left circumflex (lcx). Predilation was performed with an unspecified balloon catheter. After the pci procedure was finished, a 12mm x 3.5mm quantum maverick balloon catheter was selected for post dilatation. During advancing, the doctor twisted a bit with the delivery system shaft, and was fractured about 20-25cm from the tip of the balloon outside the patient . The physician withdrew the fractured shaft and balloon. The procedure was completed with another of same device. There was no complications reported and the patient's status was stable.